Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set had flow issues the following information was received by the initial reporter with the following it was reported by customer that the drug flow often stops when there is approximately 20¿30 ml remaining in the bag, requiring us to switch out to another filter to complete the infusion. This interruption poses workflow challenges and raises concerns about medication delivery accuracy.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues; fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material # 10011865 and lot # 24099461 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.